Manufacturer narrative:
Philips service replaced 0prec potm. 5k, 10 turns (B)(6) and calibrated geometry. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm froze and locked the table during manual movement, delaying service on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.